Manufacturer narrative:
Follow-up # 1 (06/13/2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing; the primary complaint was not confirmed. A secondary issue was noted that the meter was found to have a low/ dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The 510 (k) # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging a product usability issue on the one touch ultramini meter. The patient mentioned that the alleged issue began on (B)(6) 2011 at 6:00pm. The patient mentioned that they were unable to insert a new battery into the meter. Since the patient was having difficulty inserting a battery into the meter, the patient was unable to test their blood glucose and approximately 15 minutes later developed symptoms of feeling sweaty and nervous. The patient self-treated with food/drink and did not seek any further medical attention or contact their physician for assistance. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged issue, they were unable to test and approximately an hour later developed symptoms suggestive of a serious injury and self-treated with food.